Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on february 18, 2019, the distal end tip of a stepped reamer for trochanteric femoral nailing system advanced (tfna) helical blade and screw had broken off. An instrument was used in an unknown procedure and the issue was discovered when cleaning and sterilizing inspection. There is no patient involvement. This report is for one (1) 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history records (DHR) review was completed for part: 03.037.022, lot: f-19288. Manufacturing location: selzach, release to warehouse date: may 09, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. The raw material certificate was reviewed and the used material was according to specification. Upon visual inspection of the complaint device it can be seen that a bit of the tip is broken off, this thus confirming the complaint description. Drawings and revisions are in accordance to DHR of production lot f-19288. All relevant features are defined on the used drawing revisions of DHR of production lot f-19288. During investigation the diameter was measured and was within the accuracy. Furthermore the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error or/and that a cleaning and sterilization error may have taken place. To prevent such problems, it is necessary worn or damaged instruments to replace and/or to operate according to the surgical technique. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.